Event description:
A customer contacted a baxter technical service representative (tsr) with a therapy question with the home patient's (hp) homechoice (hc) machine regarding wanting assistance with ending therapy early to get an MRI (planned appointment). The tsr assisted the cg with ending the therapy. Per initial report, baxter's technical service center assisted the customer in responding to the inquiry during the initial contact. During follow-up with the cg to attempt to determine the reason for the MRI, it was discovered that the homechoice patient (hp) succumbed to unknown causes. It was reported that dialysis was not performed on the day the patient died. The patient has a history of a tumor that didn't resolve prior to the patient's death. No further information is available at this time.

Manufacturer narrative:
(B)(4). The customer reported issue was not confirmed. The assignable cause of the problem is undetermined. A review of the devices logs revealed no failure, malfunction or iipv events that could have caused or contributed to the reported difficulty. The device passed both the homechoice rite electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. The device history review determined no issues were identified that may have contributed to the reported difficulty of home patient passed away. The service history was reviewed and determined the previous servicing did not contribute to the reported difficulty of home patient passed away. The pal evaluated the device and no failure or malfunction were identified that could have caused or contributed to the patient death. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.